Event description:
Surgical database report of broken I. M. Nail. X-rays and surgeon's report shows a broken implanted i.m. Nail and a nonunion. Cause of breakage was full weight bearing on nonunion. No indication of product defect.